Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer changed the pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.